Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. Ultimately, the customer reverted to an alternate form of insulin therapy.